Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated sodium (na) result generated on the architect c8000 processing module for a 27-year-old male patient sample. The following data was provided (customer's reference range 133 - 145 mmol/l): sample ID (B)(6), initial result = 168.40 mmol/l, repeat results = 138.50 mmol/l, 139.62 mmol/l no impact to patient management was reported.